Event description:
It was reported that during the procedure error code 451- attach fiber, occurred. The procedure was not completed as a result. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon review of the work order at our quality assurance laboratory, the console was thoroughly analyzed. During testing, the console did recognize the fibers tested. Beam alignment was performed because the laser was misaligned, but this was found during testing and was not related to the fiber detection. The console passed the additional functional testing performed. Based on the information available, the analysis could not confirm the reported allegations; therefore, a conclusion code of no problem detected was chosen.

Event description:
It was reported that during the procedure error code 451- attach fiber, occurred. The procedure was not completed as a result. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.